Manufacturer narrative:
It was reported that the device will not be replaced. The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the reported observation. The returned device data was inspected, confirming the eos battery status. The battery status was not as expected. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, a device malfunction cannot be excluded. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
It was reported that the device showed eos status. It will be replaced. Should additional information be received, this file will be updated.